Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to the vegetation on the lead. The patient had (B)(6) infection. The atrial lead was extracted manually and the right ventricular lead was stuck in the superior vena cava and had to be removed via laser extraction. The patient was stable post procedure.